Manufacturer narrative:
B3: date of procedure estimated. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, based on the reported information it is likely that foot caught tissue or calcification which led to the entrapment. The foot break and tissue damage may have occurred during the attempt to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of procedure.

Event description:
It was reported that this was a closure of a calcified vessel using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the lever of the device could not be closed completely as there was probably tissue caught in the foot preventing closure. Difficulty removing the device occurred and a portion of the proglide foot broke off in the patient anatomy. Cut down surgery was performed to open the vessel, remove the separated portion of the proglide foot and treat the tissue damage. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.